Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software intermittently did not suspend insulin delivery and was intermittently suspending insulin delivery inappropriately. Additionally, intermittent occlusions alarms occurred. Customer reported using admelog insulin. Tandem technical support informed customer that admelog is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 400 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed. However, no response from the customer was received.